Event description:
This report is being filed after the review of the following journal article: prescher, h., froimson, j., haravu, p., and reid, r. (2022), impact of cleft palate on tongue-based upper airway obstruction in pierre robin sequence: implications for mandibular distraction osteogenesis and timing of cleft palate repair, the journal of craniofacial surgery, vol. 33 (2), pages 459-462 (USA) the aim of this retrospective study is to analyze the impact of cleft palate (cp) on upper airway obstruction using polysomnography in patients with pierre robin sequence (prs) undergoing mandibular distraction osteogenesis (mdo) and subsequent cp repair. Between 2009 to 2020, a total of 27 nonsyndromic patients (21 had a cleft palate and 6 patients without a cleft palate were used as a control group) with pierre robin sequence (prs) with a mean age of 72.7±118.0 days underwent mandibular distraction osteogenesis using either a linear or curvilinear internal mandibular distractor device (synthes, paoli, pa). The following complications were reported as follows: impact of mandibular distraction osteogenesis on cp repair: n=8 patients developed a palatal fistula (6 type iii, 2 type IV) n=1 patient had inadequate palatal length following repair. N=5 patients with fistulas were initially symptomatic, presenting with nasal regurgitation postoperatively n=3 patients remained symptomatic and required operative repair this is report 1 of 1 for (B)(4). This report is for an unknown synthes distractor implants: craniomaxillofacial a copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: unknown event date. 510k: this report is for an unknown distractor/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.